Manufacturer narrative:
On 07 december 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: visual inspection of the returned hinge post screw: the thread of the screw is damaged in its terminal part. It looks plastically deformed. The crests of the thread have been smoothed. Despite of this damage the device can be easily screwed into the hinge post. The functional test has been performed screwing the hinge post screw into the hinge post of the second insert opened during the surgery and not used. Visual inspection of the second hinge post screw opened during the surgery: the screw is not damaged. The threaded part is well preserved and in compliance with the specification required. It can be easily screwed into the hinge post screw. The functional test has been performed screwing the hinge post screw into the hinge post of the second insert opened during the surgery and not used. As result of this inspection it seems that the functional problem is not related to the explanted components. We can only suppose that, in the first attempt to tight the hinge post screw, it was not well aligned with the hinge post. In this forced attempt to tight the screw, the screw was damaged. Probably the threaded part of the hinge post was damaged as well. As result, it was not possible to tight the second screw opened into the damaged hinge post. No evidence that the event is related to a faulty device can be identify.

Manufacturer narrative:
Additional information received from the initial reporter on 05 october 2016 and includes: the yoke is still in place. The screw isn't fixed to the yoke. On 28 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: reportedly, a difficulty arose when fixing the "yoke" by its dedicated screw. There is no discernible clinical cause for this problem:either it is a production error or the problem originated from an intraoperative event. Batch review performed on 14 october 2016: (B)(4). Not yet received.

Event description:
During a revision surgery, the screw of a gmk-hinge insert didn't go inside the yoke (post-extension stem). The surgeon tried to insert it for many times, but it didn't fit. The surgeon decided to use another screw. So, another gmk-hinge insert packaging had been opened, but the screw didn't fit as well. Then, the surgeon decided to change the yoke but, to get it out of the tibia insert, the surgeon had to put a lot of stress to the knee and, in the end, the bone (medial side of femur) broke away. The surgeon fixed the bone with a 8 cm screw. The surgery was completed successfully without screwing the yoke, since not even the screw from the second opened package fit properly.